Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t40e5c, and no non-conformances were identified.

Event description:
It was reported that the box arrived, and the box was damaged, resulting in the sterile product no longer being sterile. Hole in packaging that compromised sterility. No patient involvement occurred.